Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the error 23072 and replaced the setup joint (suj) 4. During suj replacement, universal surgical manipulator (usm) 4 failed the bubble test. The fse replaced the usm. The system was tested and verified as ready for use. Isi has not received the suj and usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following related system errors: error 23072 indicating an excessive mismatch error between primary and secondary setup joint readings on suj4, z-axis pot. This complaint is being reported due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, there was a repeated error 23072. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no patient harm or injury. No fragment fell into patient anatomy. The procedure was successfully completed using three robotic arms and a delay of 30 minutes. The delay was not during a critical step of the procedure. Due to its privacy policy, the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3. Analysis information can be found in the following fields: h6 and h10. Isi received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The error 23072 was confirmed in the field logs from the field services engineer (fse). The error could not be replicated on the system. Also, isi received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The unit was tested on an in-house system and passed normal mode. It was tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, fiber, brake, sine cycle, friction, but failed sensors check on yaw searchlight.